Manufacturer narrative:
Correction: a5 (changed from "no" to blank), a6 (changed from "no" to blank). Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported to technical support (ts) that a 2008t machine experienced a fluid leak from the ultrafiltration (uf) check valve during heat disinfection that caused major flooding in the facility. When the valve burst open, water completely damaged all the electronic components in the card cage except the power supply assembly. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. Upon follow-up, the bmt confirmed the issue it caused the motherboard to melt from heat related damage and appeared burnt. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 5,000 hours and the display assembly board was the original fresenius part on the machine. Per bmt the check vale, valve 105, shunt door, heparin pump, air detector, distribution box, motherboard and bibag interface cable were replaced. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the motherboard was not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technical support (ts) that a 2008t machine experienced a fluid leak from the ultrafiltration (uf) check valve during heat disinfection that caused major flooding in the facility. When the valve burst open, water completely damaged all the electronic components in the card cage except the power supply assembly. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. Upon follow-up, the bmt confirmed the issue it caused the motherboard to melt from heat related damage and appeared burnt. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 5,000 hours and the display assembly board was the original fresenius part on the machine. Per bmt the check vale, valve 105, shunt door, heparin pump, air detector, distribution box, motherboard and bibag interface cable were replaced. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the motherboard was not available to be returned to the manufacturer for physical evaluation.